Manufacturer narrative:
Additional information was received indicating a different alert date. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
Additional information was received indicating a different alert date. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, the outer insulation was breached cut, there was apparent explant damage and the lead was stretched. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted and there was apparent explant damage.

Event description:
It was reported that the pacing thresholds were unacceptable. The leads were removed and replaced. No patient complications have been reported as a result of this event.